Event description:
The customer called to request assistance in reprogramming the alarm on the pump. The alarm was cleared and the customer was assisted to rewind the pump. The customer stated that they disconnected from the pump over the weekend. The screen in the pump went blank, began to count, and then showed the version number. The customer stated on their back up plan of manual injections. The customer indicated that they re-inserted the batteries and received a reprogram alarm. The alarm history was reviewed and showed different alarms. Also the customer stated that their low bgs is due to over treating high bgs. The customer mentioned that they treated their low bgs with peanut butter. During the call the customer informed that they were hospitalized sometimes for high bgs.